Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine, fentanyl, and morphine (unknown) at unknown concentration/dose via an implantable pump for chronic low back pain and non-malignant pain. The hcp reported that the patient was in for refill today and they got an alert when interrogating stating that the pump had stalled and has been stopped for 1092h. The hcp confirmed that patient had an magnetic resonance imaging (MRI) in january. The pump was not alarming and they got the correct residual volume back. Agent reviewed info on pump telemetry state following an MRI. The hcp confirmed that logs show a motor stall recovery occurred today. The troubleshooting steps that were taken on the call resolved the issue.